Event description:
On (B)(6) 2013, the nurse gave an injection to a pt who was hospitalized in the health care facility for the elderly. During the injection to the arm of the pt, the needle broke and remained at the injection site. Part of the broken needle protruded from the injection site and a doctor was trying to remove the broken needle by hand, but failed and the doctor lost the broken needle. The pt was then transferred to another facility and the needle was removed surgically under radiographic guidance.

Manufacturer narrative:
No product has been received to date, if product is returned, analysis will be conducted.